Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when trying to use the medical device connection cable, it sparked. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In speaking with the customer, it was instructed that the unit has a 12 month from first usage limit. The customer confirmed that the cable was operational for a lot longer than a year but did not specify. Based on the results of the investigation, it is likely that the cable was damaged by strong mechanical stress that occurred from regular use, for example by kinking the cable, winding it in a radius that is too small or by pulling on the cable instead of the plug. This may cause individual or all wires in the cable to break, which may result in the described error pattern. Olympus will continue to monitor field performance for this device.